Event description:
According to the rptr: after dissection the oval shaped balloon detached from the shaft it is attached to when surgeon was removing the product through the trocar. The product had to be removed separately from the pt. Same error occurred during two separate cases with two separate devices. Pt focused resolution of events and outcomes corrective action taken relevant to the care of the pt: balloon was safely removed from pt using graspers on both occasions pt outcome: not affected. (B)(4).

Manufacturer narrative:
(B)(4).